Event description:
A customer had a problem with 1 unit of o2 cell 396009 s.n. (B)(6): defective. He replaced the part and did all the tests.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for being used on a patient. The root cause was determined to be a depleted oxygen cell due to aging of the device or a lack of maintenance as per instructions of the manufacturer. In consequence the ventilator got replaced and the depleted oxygen cell also got replaced. There was no patient or user harm.

Event description:
O2 cell 396009 defective.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Unit alarms with o2 cell defective. High priority alarm. Monitored oxygen is between 3 and 18% or over 104%, and oxygen monitoring is enabled or the oxygen cell calibration failed and oxygen is available. No patient involved. No harm to patient or user. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user if it were to recur.